Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet would not pass through the lead and was stuck. Multiple stylets were attempted but would not pass smoothly though the lead. The lead was explanted and a replacement lead was implanted without difficulty. No patient complications have been reported as a result of this event.